Event description:
The customer biomedical engineer (biomed) reported their philips intellivue information center (piic) caregroup alarm status bars are changing color or flashing when an alarm is active, and that the alarm pop-ups have stopped working. The device was in use on a patient. There was no report of patient or user harm.